Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that to date, the requested surgical records and x-rays have not been provided, therefore, a thorough medical assessment cannot be rendered. The patient impact and clinical root cause of the dislocations and revision cannot be determined. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. No further assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a patient had a thr (bipolar hip) 2 weeks ago by different surgeon a patient suffered of 3 dislocations therefore a revision surgery was conducted revealing that the stem was not the corresponding version and decided to remove everything and give the patient a total new hip. No further complications reported.